Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing muscle and nerve pain in his left leg. It was also reported that the pain had caused him to collapse and the device had put him in a wheelchair. The patient underwent an explant procedure. Additional information was received per social media that the patient experienced more pain than before being implanted. It was also stated that the patient was in a wheelchair for a year and could barely walk.

Manufacturer narrative:
Additional information was received that no further information can be obtained by the bsn representative.

Event description:
A report was received that the patient was experiencing muscle and nerve pain in his left leg. It was also reported that the pain had caused him to collapse and the device had put him in a wheelchair. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(4)): the complaint of the device causing unbearable pain couldn't be confirmed. Upon receiving, ipg communication couldn't be established after several charge attempts. X-ray inspection and dc leakage test didn¿t reveal anomalies. Device functional test couldn't be performed due to the inability to communicate with the ipg. Device history record did not find any anomalies or deviations that potentially relate to the reported event. There is no reason to suspect a manufacturing defect as the source of the reported complaint. Sc-8352-70 (sn (B)(4)): visual inspection revealed that all the tails (4) of the paddle lead were cleanly cut approximately 14 cm from the tip of the paddle. X-ray inspection of the paddle lead tails found no cable breakage and no cables are exposed. The clean cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing muscle and nerve pain in his left leg. It was also reported that the pain had caused him to collapse and the device had put him in a wheelchair. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-70 serial#: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing muscle and nerve pain in his left leg. It was also reported that the pain had caused him to collapse and the device had put him in a wheelchair. The patient underwent an explant procedure.